Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a fall some time earlier in the year. The pt stated since the fall his scs stimulation does not cover much of his pain area. The pt also stated he experiences unintended stimulation in his belly/rib area. Reprogramming did not resolve the issue. Surgical intervention is planned for a later date to address the issue.